Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be requested.

Event description:
During a tfn case, surgeon was inserting the 5.0 mm ti locking screw, and the screwhead stripped during insertion. The surgeon could not fully set the screw to the bone, the screw was left in the pt not fully set to the bone, surgeon completed the case.